Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pace and shock impedance measurements and sensing issues. Boston scientific technical services (ts) was consulted and a chest x ray was recommended to determine the location of this lead. Additional information from the field representative was received that this lead dislodged. Additionally, brady and tachy therapy were deactivated. The patient received a life vest and will be scheduled for lead revision. Further information was received that this lead has been explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pace and shock impedance measurements and sensing issues. Boston scientific technical services (ts) was consulted and a chest x ray was recommended to determine the location of this lead. Additional information from the field representative was received that this lead dislodged. Additionally, brady and tachy therapy were deactivated. The patient received a life vest and will be scheduled for lead revision. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pace and shock impedance measurements and sensing issues. Boston scientific technical services (ts) was consulted and a chest x ray was recommended to determine the location of this lead. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pace and shock impedance measurements and sensing issues. Boston scientific technical services (ts) was consulted and a chest x ray was recommended to determine the location of this lead. Additional information from the field representative was received that this lead dislodged. Additionally, brady and tachy therapy were deactivated. The patient received a life vest and will be scheduled for lead revision. Further information was received that this lead has been explanted and replaced. No additional adverse patient effects were reported.